Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received two (2) samples from the customer facility for investigation. Based on the evaluation of the samples, bd observed a broken seal and damage to the product. A manufacturing device history record review of the incident lot could not be performed as the lot number was not available for review during the investigation. Conclusion: an absolute root cause for this incident can't be determined based on the investigation.

Event description:
It was reported that a bd vacutainer® adapter with luer adapter had a broken seal on both returned samples. It appeared to be have been opened. One of the two samples was damaged at the connection of the blue and white cap. There was no report of serious injury or medical intervention.